Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, anterior and posterior colporrhaphy, sacrospinous bulb fixation using ivs tunneler, bilateral mesh reinforcement, suprapubic tube placement, and cystoscopy due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, extrusion, infection, recurrence, and dyspareunia.